Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the button/keypad unresponsiveness, black screen anomaly or frozen screen due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call by customer's mother that the device had an unresponsive button/keypad and blank display. Customer's mother stated the display did not return after battery replacement. The customer had a frozen display and device alarmed. The customer's blood glucose was 190mg/dl. Customer stated they had a black screen and buttons would not respond. The customer was advised the pump will be replaced and revert to back up plan.